Manufacturer narrative:
Health effect - clinical code and type of investigation.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve implanted for 7 years and 8 months underwent a valve-in-valve procedure due to severe stenosis. Patient presented with shortness of breath on minimal exertion along with centralized chest tightness and palpitation. The procedure was performed with a 26mm 9750tfx transcatheter valve. The patient was brought in stable condition to the recovery area. Patient was discharged on pod#1.

Manufacturer narrative:
Updated sections: d4 expiration date, h4, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Per technical summary 33069, rev a, structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve implanted for 7 years and 8 months underwent a valve-in-valve procedure due to stenosis. The procedure was performed with a 26mm 9750tfx transcatheter valve.